Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. While placing the screw at the pelvis the internal hex stripped out. The surgeon removed the screw and replaced it with a new screw. No additional patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.